Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On friday, 10/10/2025, shortly after sensor placement, the patient began experiencing unusual sensations, including a persistent urge to eat despite having completed meals and supplements. Upon reviewing his dexcom cgm, the estimated glucose value (egv) was 375 mg/dl. The patient did not perform a bg check and administered 60 units of bolus insulin. Later, the cgm displayed a ¿high¿ reading (value not specified). The following day on 10/11/2025, the patient again reported feeling unwell while the egv was 300 mg/dl. Without checking his bg, he administered another 60 units of bolus insulin. Approximately 30 minutes later, he continued to feel unwell, and the egv had risen to 370 mg/dl. About an hour later (exact time unknown), the patient fell from his wheelchair. His wife sought assistance from neighbors, who were unable to transport him to the emergency room. One neighbor suggested the patient may have experienced hypoglycemia, prompting the wife to administer ¿heavy-duty carbs.¿ the patient regained consciousness within minutes, describing the experience as dream-like. Following the incident, the patient replaced the sensor, which showed an egv of 375 mg/dl. He did not take additional medication and proceeded with his usual dinner. At approximately 1:00 am, a new bg meter arrived. A fingerstick reading showed a bg of 64 mg/dl, while the cgm continued to display an egv of 375 mg/dl. (This is captured on (B)(4). The patient consumed a glass of juice. The following morning on (B)(6) 2025, after breakfast, the patient¿s bg was 109 mg/dl, while the dexcom egv read 270 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.